Manufacturer narrative:
An event regarding infection involving a reunion tsa ¿ x3 keeled glenoid size 52 was reported. The event was not confirmed based upon the information available for review, it is not possible to determine the cause of the failure of fixation of the cemented glenoid component in this case. Method & results: -device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. -medical records received and evaluation: based upon the information available for review, it is not possible to determine the cause of the failure of fixation of the cemented glenoid component in this case. -device history review: a review of the device history records could not be performed as because the device associated with this event was not returned nor was a valid lot code provided. -complaint history review: a complaint history review for similar events for the manufacturing lot could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Conclusions: no patient demographics, no operative report of the previous revision surgery, no examination of the explanted components, and no x-ray images are available for review. Based upon the information available for review, it is not possible to determine the cause of the failure of fixation of the cemented glenoid component in this case.

Event description:
It was reported by sales rep, patient had a right total shoulder revision due to glenoid loosening.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size 52 keeled glenoid. When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported by sales rep, patient had a right total shoulder revision due to glenoid loosening.